Manufacturer narrative:
The bed model number and serial number were not provided. It was reported that the 6629-bed rails would not stay up. Multiple attempts have been made for additional information regarding the alleged complaint; it is not known if the rails were on an invacare bed or not. Return of device for evaluation is not anticipated at this time. Should additional information become available, this record will be updated accordingly.

Event description:
The 6629-bed rail he has, will not stay locked.